Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a request was made to have the sensing performance of this subcutaneous implantable cardioverter defibrillator (s-ICD) analyzed as the patient was approximately one week post suspected myocardial infarction (mi) and ventricular fibrillation (vf) arrest. Per the health care professional (hcp), the patient's device was temporarily deactivated during their hospital admission. The patient's rhythm/electrocardiogram (ECG) has since settled but complexes are now a bit smaller than previous. Auto optimization chose alternate sensing vector as it failed secondary vector in both orientations and failed primary vector in supine orientation. The hcp had to manually optimize the device in order to get smart pass re-activated. It was noted the patient has known persistent atrial fibrillation (af) and is being followed remotely via the latitude remote patient monitoring system. The patient will also follow-up in one month to re-assess subcutaneous ecgs (s-ecgs) and compare with previous. Technical services (ts) reviewed available device data, noting the low-voltage impedance trend shows a certain decrease in values which could be driven by something clinical. The presenting s-ECG from (B)(6) 2025 shows r-wave signals and taller pvc complexes marked by a dot due to double detection discriminators. The sensing is not optimal as r-waves are too low, and so is the r/t ratio. There were four treated episodes recorded and eight shocks delivered, some of which were inappropriate in nature. In one instance, wide low complexes were double detected. The rhythm could had been aberrancy of atrial arrhythmia as the rate is irregular. Capturing a template at such a condition could help in discrimination, per ts. A pdf report from in-house follow-up on (B)(6) 2025 shows smart pass was automatically disabled due to lack of sensed events while finer resolution would show there were complexes although their size was below the detectable floor. The loss of amplitude could be posture driven and reproducible in clinic. According to ts, in case the sensing is suboptimal, new ast (automatic screening tool) mapping would be recommended in order to find 2/3 vectors with amplitudes greater than 1 millivolts (mv) and stable morphology. Besides the mentioned inappropriate therapy, no other adverse patient effects were reported, and this device remains in service. It was later noted that another therapy for this patient will be discussed at a multidisciplinary team meeting, and the device remains deactivated.

Manufacturer narrative:
This product remains implanted but out of service (therapy programmed off); therefore, physical analysis cannot be performed. If pertinent information is provided in the future, a supplemental report will be submitted. This report is being issued to update the evaluation method codes.

Event description:
It was reported that a request was made to have the sensing performance of this subcutaneous implantable cardioverter defibrillator (s-ICD) analyzed as the patient was approximately one week post suspected myocardial infarction (mi) and ventricular fibrillation (vf) arrest. Per the health care professional (hcp), the patient's device was temporarily deactivated during their hospital admission. The patient's rhythm/electrocardiogram (ECG) has since settled but complexes are now a bit smaller than previous. Auto optimization chose alternate sensing vector as it failed secondary vector in both orientations and failed primary vector in supine orientation. The hcp had to manually optimize the device in order to get smart pass re-activated. It was noted the patient has known persistent atrial fibrillation (af) and is being followed remotely via the latitude remote patient monitoring system. The patient will also follow-up in one month to re-assess subcutaneous ecgs (s-ecgs) and compare with previous. Technical services (ts) reviewed available device data, noting the low-voltage impedance trend shows a certain decrease in values which could be driven by something clinical. The presenting s-ECG from (B)(6) 2025 shows r-wave signals and taller pvc complexes marked by a dot due to double detection discriminators. The sensing is not optimal as r-waves are too low, and so is the r/t ratio. There were four treated episodes recorded and eight shocks delivered, some of which were inappropriate in nature. In one instance, wide low complexes were double detected. The rhythm could had been aberrancy of atrial arrhythmia as the rate is irregular. Capturing a template at such a condition could help in discrimination, per ts. A pdf report from in-house follow-up on 17-nov-2025 shows smart pass was automatically disabled due to lack of sensed events while finer resolution would show there were complexes although their size was below the detectable floor. The loss of amplitude could be posture driven and reproducible in clinic. According to ts, in case the sensing is suboptimal, new ast (automatic screening tool) mapping would be recommended in order to find 2/3 vectors with amplitudes greater than 1 millivolts (mv) and stable morphology. Besides the mentioned inappropriate therapy, no other adverse patient effects were reported, and this device remains in service. Additional information: this patient was discussed at a multidisciplinary team meeting, and it was decided to implant a transvenous system. The patient's s-ICD system remains in situ with therapy programmed off. Per the field, there was no allegation of a product malfunction but rather a change in patient condition which required a different therapy option (the patient's mi event resulted in significant reduction in the r wave amplitude ad a requirement for anti-tachycardia pacing (atp).

Event description:
It was reported that a request was made to have the sensing performance of this subcutaneous implantable cardioverter defibrillator (s-ICD) analyzed as the patient was approximately one week post suspected myocardial infarction (mi) and ventricular fibrillation (vf) arrest. Per the health care professional (hcp), the patient's device was temporarily deactivated during their hospital admission. The patient's rhythm/electrocardiogram (ECG) has since settled but complexes are now a bit smaller than previous. Auto optimization chose alternate sensing vector as it failed secondary vector in both orientations and failed primary vector in supine orientation. The hcp had to manually optimize the device in order to get smart pass re-activated. It was noted the patient has known persistent atrial fibrillation (af) and is being followed remotely via the latitude remote patient monitoring system. The patient will also follow-up in one month to re-assess subcutaneous ecgs (s-ecgs) and compare with previous. Technical services (ts) reviewed available device data, noting the low-voltage impedance trend shows a certain decrease in values which could be driven by something clinical. The presenting s-ECG from (B)(6) 2025 shows r-wave signals and taller pvc complexes marked by a dot due to double detection discriminators. The sensing is not optimal as r-waves are too low, and so is the r/t ratio. There were four treated episodes recorded and eight shocks delivered, some of which were inappropriate in nature. In one instance, wide low complexes were double detected. The rhythm could had been aberrancy of atrial arrhythmia as the rate is irregular. Capturing a template at such a condition could help in discrimination, per ts. A pdf report from in-house follow-up on (B)(6) 2025 shows smart pass was automatically disabled due to lack of sensed events while finer resolution would show there were complexes although their size was below the detectable floor. The loss of amplitude could be posture driven and reproducible in clinic. According to ts, in case the sensing is suboptimal, new ast (automatic screening tool) mapping would be recommended in order to find 2/3 vectors with amplitudes greater than 1 millivolts (mv) and stable morphology. Besides the mentioned inappropriate therapy, no other adverse patient effects were reported, and this device remains in service. Additional information: this patient was discussed at a multidisciplinary team meeting, and it was decided to implant a transvenous system. The patient's s-ICD system remains in situ with therapy programmed off. Per the field, there was no allegation of a product malfunction but rather a change in patient condition which required a different therapy option (the patient's mi event resulted in significant reduction in the r wave amplitude ad a requirement for anti-tachycardia pacing (atp).

Manufacturer narrative:
This product remains implanted but out of service (therapy programmed off); therefore, physical analysis cannot be performed. If pertinent information is provided in the future, a supplemental report will be submitted.